Manufacturer narrative:
No previous investigations are available. After a detailed batch review of the associated lot, no discrepancies (includes non-conformances/deviations) were found. As a result of the returned sample not having met specification,further action is warranted and non-conformance (nc) has been opened. The complaint will remain open until completion of the nc. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).

Manufacturer narrative:
A previous investigation is applicable to this complaint. The investigation determined that one (1) complaint against the associated lot for reported issue was within acceptable limits. No further action was warranted and the investigation has been closed. Product monitoring reviews will monitor for product trends if this issue were to reoccur. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted.

Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. A preliminary review of was performed on one sealed primary packaging of lot 4f00256. There is visible fibrous material within the primary packaging; upon visual inspection, this fibrous material does not appear to be mixed in or within the dressing. The size of this fibrous material is greater than 1.6 mm; therefore it is outside of the allowable specification. The complaint issue has been confirmed, the sample does not meet specification. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).

Event description:
It was reported foreign material was found inside the product. No patient involvement was reported.